Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that customer was hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 788 mg/dl. Customer treated with intravenous and manual shots in the hospital. Customer stated they contact their health care professional regarding high blood glucose. Based on customer report customer did not allege insulin pump was under delivering. Customer experienced symptoms such as nausea and abdominal pain. Customer stated auto mode feature was not active at the time of incident. Customer stated when they removed the set cannula was bent. The insulin pump will not be returned for analysis.